Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for out of range, low pacing impedance, along with an increase in pacing threshold. A drop in right atrial (ra) lead and right ventricular (rv) lead impedance trends were also observed, along with changes in ra and rv thresholds. A large change in the patient's fluid status was observed on the device trending data and it was noted the patient was in the hospital and the clinical status may be contributing to the changes in the measures that were being observed. It was further noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. The crt-p, lv lead, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.